Event description:
According to the medwatch (mw5084249) and maude report (MDR report key# 8363160) "patient's arterial line device bleeding at site, provider contracted, and line removed. A new arterial line was re-inserted later during surgery". The patient condition is reported as "serious injury" and medical intervention was required.

Manufacturer narrative:
Qn# (B)(4). Medwatch (mw5084249). Maude report (MDR report key# 8363160). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since neither a lot number nor material number was provided by the customer. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Medwatch (mw5084249). Maude report (MDR report key# (B)(4)). No contact information provided from medwatch and maude report.

Event description:
According to the medwatch (mw5084249) and maude report (MDR report key# (B)(4)) "patient's arterial line device bleeding at site, provider contracted , and line removed. A new arterial line was re-inserted later during surgery". The patient condition is reported as "serious injury" and medical intervention was required.